Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: no defect was found. No evidence of alarm and no low warning in black box. Rewind, load cartridge and prime steps performed successfully with no alarms. Force sensor calibration in specification. Pump exercised for 24 hours with no loss of primes occurring.